Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition with no appearance of any physical damage. Unable to bypass the backup audible alarm post to download the event history log. During functional testing the backup audible alarm post was found during power up. The root cause of the problem was due to normal wear as the pump was over 8 years old. Replaced main board and performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure backup audible alarm. No adverse effects were reported.